Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign objects came out of the suction port of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects exiting the suction port. There was no patient involvement.